Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se device after an interventional stenting procedure. Reportedly the device could not be removed after clip deployment. The access ports were used unsuccessfully; however, after the plunger was moved and the red access port was "popped out all the way" and the device was able to be removed via use of the access ports. Manual arterial compression with a bandage and extra pad were applied to achieve hemostasis. Heavy bleeding took place, but the artery was not damaged, it just did not close. A 6fr sheath was used during insertion of the device. There were no reported adverse patient sequelae. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: inspection of the returned device indicated that all vessel locator wings were bent, preventing them from fully collapsing into the delivery tubeset when the clip was fired. The failure of the wings to completely collapse into the delivery tubeset directly resulted in the reported difficult device removal. The returned condition revealed that the access ports were used to unlock the thumb advancer and safety release was utilized to collapse the wings to facilitate the device removal. Possible contributing factors for bent wings that resulted in difficult device removal after firing the clip included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. The vessel locator wings were inspected for proper assembly during manufacturing. There was no information reported or definitive evidence in the evaluation of the returned device to suggest incorrect deployment techniques which could have contributed to bent locator wings. Based on manufacturing inspection criteria and analysis of the returned device, the probable cause for bent vessel locator wings is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and interfere with the clip placement and device removal. No manufacturing or quality deficiency was detected. Review of the lot history record for this lot did not reveal any nonconforming material records associated with this lot which could have contributed to this complaint and its investigation findings. A query of the complaint handling database was performed and there is no indication of a product quality deficiency.